Event description:
Revision of fracture stem. Surgeon was converting to a reverse on a patient who had a primary fracture stem which was well fixed. He attempted to use the adaptor to build the reverse on top of the existing stem, but it was too tight. Surgeon opted to use an equinoxe platform fracture stem inside the first cement mantle. Reverse articulation was implanted successfully. This event occurred outside of the us, in the (B)(6).

Manufacturer narrative:
Explanted devices were not returned to MFR for evaluation. Additionally, the device identification information was not provided precluding a review of the device history record.